Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer reported via phone call of unexplained high blood glucose of 395 to 491mg/dl and a no delivery alarm. Troubleshooting found that this is a past event and customer wanted to report only. Customer indicated that the issue was resolved by a complete infusion set change.